Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins did not seem to be working anymore as they noticed a return of their symptoms (had the ins for bladder control). The patient stated that this had occurred for ¿quite a while, good year or more¿. They had tried to increase the stimulation intensity to 2.90 volts but they didn¿t think they could go higher than that level. Using the programmer, it was determined that the patient was on program 1 at 2.90 volts and the stimulation was on. Stimulation considerations were reviewed with the patient. They increased the stimulation to 3.4 volts and noted they felt a pressure in their pelvic floor that was not uncomfortable. Therapy considerations were reviewed with the patient. The patient also reported that the lose the feeling of stimulation when they titrate the settings on the ins. They first noticed this about a year or so after implant ((B)(6) 2013). In addition, the patient reported that they had problems with their bowels and did not know if this was due to old age or what they were eating. They have had this issue for a week and they will go away and then suddenly come back. The patient noticed this issue last year. The patient did not have a managing healthcare professional (hcp) and was sent physician listings for the issues. Additional information was received. The patient was asked the questions in the patient letter. They stated they had not yet spoken with a physician with regard to the reported issues. They stated the cause of the reported issues was the device turning itself off, further stating they did not know the cause of the device turning itself off. They said this happened all the time and they were able to turn it back on afterwards. The issue had not totally been resolved as the device would still turn itself off from time to time. No further complications were reported or anticipated.